Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's board stacker connector. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device did not display the ECG through the paddles lead. As a result, a user would not be able to determine if a patient needed defibrillation therapy or not. There was no report of patient use associated with the reported event.